Event description:
On (B)(6), 2011 the manufacturer's consultant attended the vns pt's implant surgery. During surgery the surgeon nicked an artery in the pt's neck that had to be repaired. The surgeon tunneled from chest to neck instead of neck to chest which is the instruction in the manufacturer's implanting procedure. After surgery the vns was working as intended and the pt was fine. The generator product information was able to be obtained and the pt was fine. The generator product information was able to be obtained from the implanting hospital but they did not have any record of the pt's implanted lead information. If further information is received, it will be reported.